Event description:
It was reported on (B)(6) 2019 that a gorilla mtp plate broke post-operatively across the site of the osteotomy. The original surgery occurred on (B)(6) 2018. An allograft disc was used to lengthen the first metatarsal. The plate was used to span the graft. A non-union of the osteotomy was reported on either side of the graft. On (B)(6) 2019, a revision surgery was performed to correct the broken plate. During evaluation and investigation, the implant and allograft were not available for analysis. The DHR records of implants involved with the case were reviewed. All records indicate the product used was manufactured within acceptable design tolerances and there were no deviations noted that may have attributed to the failure mode.